Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of altered mental status could not be conclusively established. It was reported that the patient was admitted on (B)(6) 2020, due to altered mental status. Log files were submitted for review on (B)(6) 2020, and (B)(6) 2020, that captured a single elevation in pump power and calculated flow that occurred during a pulsatility index (pi) event. Of note, the log file¿s data logger did not reveal any pump power or flow elevations. Pump speed remained above the low speed limit, and the system appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 due to altered mental status. The site detailed concerns for pump thrombosis. Log file analysis noted elevated pump power/flow event on (B)(6) 2020. No further information was reported